Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 36mmx3mm, concentric, de novo, target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were passed through the lesion, pre-dilation was performed with a 2x12mm maverick balloon catheter. Following pre-dilation, a 3.00x38mm promus element long drug-eluting stent was advanced but failed to track the lesion. Another non-bsc guidewire was used for additional support; however, resistance was felt and it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter first name: (B)(6). Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts though middle of stent lifted and pulled. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 36mmx3mm, concentric, de novo, target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were passed through the lesion, pre-dilation was performed with a 2x12mm maverick balloon catheter. Following pre-dilation, a 3.00x38mm promus element long drug-eluting stent was advanced but failed to track the lesion. Another non-bsc guidewire was used for additional support; however, resistance was felt and it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.